Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with two (2) patients with the binaxnow covid-19 ag test taken on (B)(6) 2026. The report is for test 1 with patient 1. The customer reported a false positive result with the binaxnow covid-19 ag test taken on (B)(6) 2026. A pcr test returned negative results. Although requested, no additional information including treatment or outcome was provided.